Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h6. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, so the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, the outer edge of the air/water/instrument channel connector at the reprocessing basin was chipped. A connecting tube could be attached. The actual item was already disposed of. We presume, that the connector was easy to be broken by aging. A hard object may have hit the connector or stress was applied to the connector at attaching/detaching connecting tubes. Subsequently, the connector was seemingly broken. The events can be detected and prevented in accordance with the following sections of the instructions for use: ¿instructions for oer-3 rev. 10, operation manual chapter 3:, ¿inspection before use¿ section 3.2:, ¿inspecting the connectors¿, describes the following. Therefore, the subject event is detectable/preventable. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears or dents. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Caution: connect each connector firmly, by pushing until the connector clicks into place. After connection, pull the connector gently to confirm, that it cannot be disconnected easily. Furthermore, IFU for the subject endoscope warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported that during reprocessing of the bronchoscope, it was noticed that the cleaning connector of the reprocessor was broken; however, the cleaning tube could be attached. Intended procedures were completed; however, it is unknown if this scope was used after being cleaned in a damaged state. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.